Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had to be hospitalized overnight due to high blood glucose (bg) levels exceeding 500 mg/dl, vomit and cramps while wearing the pod on the abdomen. The patient stated that she went to one hospital first, where she waited for 5 hours but they did not do anything for her. The patient went to a second location where they kept her for one night and measured her bg levels. The patient applied a new pod. She treated herself with the new pod and left the hospital after staying there for one night because she did not feel like the doctors would help her.